Event description:
Report received of a tubing "rupture" while in use with an acclaim encore pump with no pump alarms sounding. The patient was receiving a lipid infusion that was connected to a tpn set at a rate of 23cc/hour. The tubing "ruptured three inches proximal to the lower y-site". It was reported that "the tubing appeared to be stretched, as if it ballooned out, and then just ruptured". There were no reported pump alarms. The tubing had been in use between 24 and 48 hours. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.